Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this device was hospitalized for inappropriate shock therapy. The device was deactivated while data was submitted for a technical services evolution. During the evaluation the physician was unsuccessful at reproduction of artifacts as previously seen on the episode review. The device reprogrammed to the secondary vector after checking appropriate sensing on this configuration. The submitted information was reviewed by technical services (ts) who concluded in agreement with the physician that the lead does not appear to have macroscopic impairment and does appear fully inserted into the device header. The programming recommendation was to keep the device in the secondary vector option and keep the patient followed on latitude. If the situation does not resolve, ts states a revision maybe required.